Event description:
The reporter stated that after priming and zeroing, the product showed -10mmhg. After using the qa check button and re zeroing the unit, the product drifted. No further information available.